Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of corrosion at the bending section: the most probable cause of the malfunction is traced to component failure. For the foreign material/unknown substance found, no definitive root cause could be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the subject device had an unknown substance inside the light guide bundle, and corrosion at the bending section of the insertion tube. There was no patient involvement.